Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was inoperable since approximately (B)(6) 2019. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored after surgery.